Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implantable pulse generator (ipg) replacement procedure, the right atrial (ra) lead exhibited low bipolar impedance and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.